Event description:
This notification was opened for review for information received that the remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust contamination and displayed error codes e063 (stuck_knob_key), e053 (comp_log_sem_timeout) and e066 (stuck_encoder_b). The device was scrapped.